Event description:
It was reported, the video system center had a picture that started to flicker and afterwards had a blackout. The system was restarted, and the issue was temporarily resolved but sometime later the problem occurred again. The issue occurred during procedure for an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the field service engineer/legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomenon such as a dark image due to dust in the light source was confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.